Manufacturer narrative:
After further review, the issue of gas loss alarm is not reproduced by fse during evaluation so making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had gas loss alarm and augmentation malfunction. There was no harm/injury reported.